Manufacturer narrative:
The insulin pump had blank display due to corroded battery tube. Analysis was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify weak battery alarm due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported via phone call that the battery had an issue. The customer's blood glucose was 200 mg/dl at the time of incident. The insulin pump was returned for analysis.